Event description:
The customer reported that the device's power cord caught fire and melted. The nellcor puritan-bennett service technician verified the melted power cord insulation and shorted internal wiring. The service technician inspected the device and could not find any evidence of smoke or electrical damage. All fuses and power suppl components were intact. The service technician replaced the power cord and the unit passed electrical and extended testing. The service technican could not verify whether the power cord belonged to the device, since the power cord is a removable type. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.